Event description:
As reported per the edwards field clinical specialist (fcs), post balloon aortic valvuloplasty (bav), the patient had wide open ai. The patient had a baseline ef of 20-25%, he was put on bypass and his hemodynamics stabilized. After successful valve deployment the patient was weaned off bypass, and left the room in stable condition.

Manufacturer narrative:
Per the instructions for use (IFU), regurgitation is a known potential adverse event associated with the overall transcatheter aortic valve replacement (tavr) procedure and balloon valvuloplasty. In this case, per report, the patient's poor hemodynamics post bav were attributed to the patient's condition, specifically the low ejection fraction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.